Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Unit received with all operating currents within specification and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self test, unexpected restart error test and displacement tests. Pump passed the delivery accuracy test. Unit received with broken belt clip slot. Unit received with stained / discoloration at the end cap sticker and back address serial number label. Unit received with cracked case at the display window corners and display window. Unit received with minor scratched display window and case.

Event description:
The customer reported via phone call that they went to the emergency room due to a high blood glucose on (B)(6) 2017 at 11:00 am. The customer reported the insulin pump being snagged on something, broken where the belt clip locks and discoloration. The blood glucose value at the time of admission unsure. The customer had symptoms of diabetic ketoacidosis. The customer was treated for the high blood glucose level with lantus, humalog and fluids. The customer was wearing the pump at the time of the hospitalization. The customers current blood glucose level was unknown. The customer did troubleshoot the issue. The insulin pump will be returned for analysis.